Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a290 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type lead (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain reported that they felt a shocking in the neck location. The implantable neurostimulator (ins) was in the hip and the leads went to the neck. It was noted that the ins was dead. They charged it a little, turned it on, and felt shocks at the back and it felt like sticking a battery to their tongue but worse than that. The issue started 1.5 hours prior to this report. Additional information received from the manufacturer¿s reported the patient had uncomfortable stimulation and a shocking sensation when the stimulation was on. The patient had fallen and had seizures as external factors that may have led or contributed to the issue. An impedance check was performed and electrodes 2 and 4 were >10,000 ohms. Neither of the electrodes were used in the patient¿s programming. Reprogramming was attempted but with every program the patient reported that same shocking sensation. It was unknown if any surgical interventions occurred or were planned. Follow up information received on (B)(6) 2016 from the representative confirmed that the impedance check was performed as a diagnostic and that reprogramming was performed as troubleshooting. It was noted that with every reprogramming, the patient stated that it was uncomfortable and the issue was not resolved. The patient was encouraged to follow up with their doctor for the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.